Event description:
During pt use, a "switching to backup battery" alarm occurred when the ac cable was removed. The power pac battery was removed and reinstalled; however, the issue remained. Replacing the battery resolved the issue. No pt injury was reported in this event.

Manufacturer narrative:
Although requested, additional pt info was not provided.